Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional devices referenced in b5 are captured under separate reports.

Event description:
According to the available information, the elephant suction tubes did not work. No suction during the procedure. The doctor tried 3 tubes without success.